Manufacturer narrative:
(B)(4)

Event description:
A consumer implanted for non-malignant pain reported the night prior they had sudden pain in their right leg that was so bad it woke her up out of her sleep and made her feel sick. There were no traumas or falls reported related to this issue. No interventions or outcome were reported related to this event. Additional information has been requested. If additional information is received a follow-up report will be sent.